Event description:
The patient presented with an abdominal aortic aneurysm. The physician implanted a gore bifurcated endoprosthesis without incident. Following the successful implantation of the device, the patient began to experience paraplegia. Three hours post implant; the physician explanted the device and surgically repaired the vessle. The patient did not report to have any prior history of thoracic aorta surgery. The patient was reported to have permanent paraplegia.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.